Event description:
It was reported that during a laparoscopic cholescystectomy, the clip was scissoring. Another device was used to finish the case. There were no adverse pt consequences.

Manufacturer narrative:
D4; h4: info anticipated, but unavailable at this time.